Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was frozen and unresponsive for a short period of time. Reportedly, after a few minutes, the issue was resolved. There was no known impact to the customer's blood glucose level. The customer would continue to use the pump for insulin therapy.